Event description:
It was reported that the patient's pump was explanted because it "eroded through the skin". A possible infection was suspected. Reporter noted that the patient was "getting good coverage" from the pump so the physician was trying to keep the therapy in use. A new pump was implanted in a new site although, it was unclear whether the new site was the patient's hip or back. The catheter was revised and tunneled from the old site to the new site. The drug used in the pump was morphine 50 mg/cc at a dose of 25 mg/day. No specific patient symptoms were reported. No patient outcome was provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the pump was relocated to the patient's back. The reporter stated that the pump was 'healing up correctly' and that the patient was 'doing fine'.

Event description:
Additional information received reported that the infection was in the abdomen and a culture was not taken. The patient had issues with his immune system and healing. The pump was moved from the abdomen to the back kidney area subcutaneous because the doctor thought it would heal better and it did. It was noted that "it healed very well." The patient was getting "great therapy." The patient had several refills and all had been fine. There were no further issues.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).